Event description:
It was reported the patient had lead revision due to the lead being malpositioned during initial implant. Prior to the revision, impedance reading were normal. During the revision surgery, the lead "was handled roughly" and "lots of scar tissue" were noted. Impedance readings were greater than 10,000 ohms at the end of the repositioning procedure. Group impedance were greater than 4000, although two contacts were fine. The hcp made the decision to replace the lead rather than continue with the revision. No symptoms were reported. The patient recovered without sequela. A follow-up report will be submitted if additional information becomes available.